Manufacturer narrative:
The suspect hv tank was returned to the manufacturer for analysis. Investigation found that the hv tank failed bench test. C-s and c-l failed, measured 0.4 ohm each, expected 0.5 ohm. Visual inspection failed, oil found in cathode and anode chamber. The hardware investigation found that reported event was related to an electrical failure mode caused by a low resistance on c-s and c-l.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the high voltage (hv) tank was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect hv tank has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing calibrations. The ma could not be measured with two separate meters. The representative reported that they received a dose report and not ma. No additional information was provided. There was no patient present when this issue was identified.